Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon launching the mobile programmer application during a procedure, an update prompt was displayed with options to update or continue, and the option to continue was selected. It was further reported that during initial interrogation of the implantable defibrillator, telemetry was repeatedly lost, requiring multiple restarts of the host tablet before telemetry was reestablished. It was noted that after lead placement, telemetry was lost again when attempting to initiate testing, resulting in inability to proceed with testing during the procedure. At this point dissatisfaction was expressed. It was further noted that at the end of the procedure, reinterrogation resulted in continued unstable telemetry, preventing completion of testing and activation of the defibrillator. Troubleshooting steps were taken to include initiating the previously deferred update, after which telemetry stability improved and testing was successfully completed. No patient complications have been reported as a result of this event.